Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.screen brightness check passed.voltage test passed.system air leak test passed.valve actuation test passed.pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined.there were not discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient a cycler that had a display brightness problem. Screen was dim during unknown step of setup, display brightness was set to 10. Rebooted cycler but screen remained dim with display brightness already set at 10. Fresenius technical support advised to discontinue use of this cycler and replaced cycler due to dark screen already set to highest setting. Upon follow up it was determined that the patient was able to complete treatment on the day of reported event. No harm or adverse events were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.